Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and the return of the device for evaluation. The lot number and product ID has not been provided. Should new information become available, a supplemental will be sent.

Event description:
According to the reporter: the surgeons have noticed that the suture is breaking away from needle when using. There was no reported patient injury. Additional information has been requested but not yet received.